Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm in diameter abdominal aortic aneurysm. The aortic was short in length and calcified. It was reported that during the initial procedure the endurant aui stent graft had a proximal type I endoleak. The physician elected to implant four aptus endoanchors; however, the proximal type I endoleak was not completely resolved. The physician stated that the event is related to the patient¿s anatomy of a short and calcified proximal aortic neck. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.